Event description:
Roche diagnostics received a customer complaint regarding alleged non-reproducible sodium electrode assay results for several patient sample tested on a cobas pure c 303 analytical unit. The customer provided examples of three patient samples with discrepant sodium results. The first sample initially resulted in a sodium value of 145.8 mmol/l and it repeated as 139.6 mmol/l. The second sample initially resulted in a sodium value of 151 mmol/l and it repeated as 139 mmol/l. The third sample initially resulted in a sodium value of 154 mmol/l and it repeated as 142 mmol/l.

Manufacturer narrative:
The sodium electrode lot number and expiration date were requested, but not provided. The investigation is ongoing.

Manufacturer narrative:
The field service engineer replaced the vacuum and syringe nozzles. After adjustments and calibrations were performed, controls recovered correctly. No further issues were observed. The investigation determined the issue is consistent with insufficient pre-analytic sample handling, leading to contamination of the nozzles.